Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that when the customer removed the sensor, the cannula was missing. It reported that the customer was able to remove the piece that was left on the customer skin, with a pair of tweezers. It was reported that the customer's blood glucose level at the time was 106.2mg/dl. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.